Event description:
The customer reported observing liquid on the reaction wheel cover of the unicel dxc 600 synchron system. The customer also stated that ammonia quality control (qc) result was outside of the acceptable range in the morning. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a leak coming from reagent probe a of the instrument. The fse proceeded to replace the reagent probe a collar wash valve to resolve the leak. Beckman coulter internal identifier for this report is (B)(4).